Manufacturer narrative:
(B)(4). Concomitant medical products: 110003629, biolox delta cer lnr 32mm g, 3181271; 192016, echo por fmrl nc 16x160mm, 890370; 010000667, g7 pps ltd acet shell 60g. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. X-rays were reviewed. No signs of loosening, wear, radiolucency, or any other contributing factor such as malalignment that would cause issues with any of the components. No indications of subsidence, poly wear debris, dissociation of implants, corrosion, osteolysis. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. Contributing factors to the 1 year pain is the previous reported dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that a patient underwent a left hip procedure. Subsequently, the patient reported episodes of severe pain that may require the use of medication stronger than an aspirin during three months which decreased to mild and moderate pain during one year follow up visit. The patient also reported a moderate limp that required a cane for support and difficulty with daily activities during three month follow up visit. The slight limp reported during the one year follow up visit did not require any support. Satisfactory rating of 9 was reported during one year post op visit. No further information was provided and the patient's outcome is unknown.